Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported that the insulin was not working. Customer stated that it's giving him check high blood glucose but not giving any numbers. Troubleshooting was done. Customer's blood glucose was 394 mg/dl. Advised high blood glucose is commonly related to site issues. Customer stated changed sites when reading was over 500 mg/dl. Customer treated for high blood glucose. Customer stated that the insulin pump alarmed no delivery and did a complete change set and issue was resolved. No further information provided.